Event description:
Epidural catheter placed without incident for pain control during a right knee diagnostic arthroscopy. Procedure lasted approximately 2 hours. Some difficulty encountered during removal of epidural catheter. Once catheter removed, inspection revealed 4-5cm of epidural catheter missing and is presumed to have been in situ. Reinforcement wire on epidrual catheter is intact. Lumbosacral films were immediately done. No radiopaqued foreign bodies identified, however catheter is not radiopaque. Pt has experienced no difficulty to date.